Event description:
A low reading issue was reported on the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message on the sensor when compared to a healthcare professional (hcp) meter. The customer self-treat with sugar but then became sleepy and was seen at a hospital where 10 units of insulin was administered by an hcp for treatment. There was no report of death or permanent injury associated with this event. The customer additionally reported a sensor reading of 52 mg/dl compared to an hcp mete reading of 600 mg/dl. When the results were plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.